Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the instrument generated incomplete hemoglobin test results on the background and the hemoglobin blank would not adjust. The fse replaced solenoid 5 resolving the background and hemoglobin blank issues. (B)(4).

Event description:
Customer reported multiple background failures when using the coulter lh 750 hematology analyzer. The customer also reported the hemoglobin blank would not adjust. The analyzer was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.